Manufacturer narrative:
The manufacturer previously reported: a call was received from police via the call center reporting that a patient using a trilogy evo ventilator was found deceased, and assistance was requested to review the device alarm log. No device settings, alarm conditions, or clinical interventions were provided. The reported outcome was patient death; the cause of death and any causal relationship between the device and the death are currently unclear. At the time of this report, no device malfunction or physical damage has been confirmed, and the device has not been returned for evaluation. Therefore, no reportable component has been identified or replaced. No service activities or part replacements have been performed to date. The investigation remains ongoing. It was inadvertently selected in section b that this was a product problem. This MDR is to correct this selection to an "adverse event subcategory death".

Event description:
A call was received from police via the call center reporting that a patient using a trilogy evo ventilator was found deceased, and assistance was requested to review the device alarm log. No device settings, alarm conditions, or clinical interventions were provided. The reported outcome was patient death; the cause of death and any causal relationship between the device and the death are currently unclear. At the time of this report, no device malfunction or physical damage has been confirmed, and the device has not been returned for evaluation. Therefore, no reportable component has been identified or replaced. No service activities or part replacements have been performed to date. The investigation remains ongoing.